Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guided the customer through the process, and after completing it, the error code did not reappear, allowing the customer to successfully start their sensor session.